Manufacturer narrative:
Product ID, 3889-28 lot# v033708, implanted: 2007 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4) no longer apply. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had previously had a device that worked for a year but then it stopped working. The patient advised that the device was removed by a healthcare professional but the probe was left behind so she was unable to have any MRI¿s.

Event description:
Additional information received reported that the patient's stimulation had hit a nerve and she could not walk. The patient said she was having shin pain and went to therapy and was told the device was not working. The patient stated the issues started in (B)(6) and she may have hit the device with a vehicle door 'a few times on the opposite side.' The patient also said she had x-rays and was programmed. The patient stated that her device was 'broken' and was removed in august with one lead left in.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was getting up four times a night while using the device and only once with the device turned off. The patient turned off the device and has not used it for "the past year." Additional information received from the patient reported that the device was explanted because of "the pain it caused" and "it was broken." The patient's physician of record had no knowledge of the event.